Manufacturer narrative:
Analysis of the lead (lot# va0z2ps) found the lead proximal end insulation was torn under the connector.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from the company representative that reported while they were measuring the lead prior to implanting it, the lead broke and they had to open up another lead for the implant. The lead was never in the patient prior to breaking. The surgeon had tugged a little hard on the stylet which caused the lead to break. Another lead was used and implanted successfully. The patient was implanted for dystonia, parkinson's dual and movement disorders.